Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: h6, d9.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/1//2025. This report is being submitted pursuant to the provisions of 21 cfr, part 80. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3: investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one needle suture piece and one suture piece that were received for analysis. This product code is double-armed. Upon visual inspection of the suture piece, it was noted that one end showed the insertion mark as to be as expected, while the opposite end was found to be cut probably by a surgical instrument. Besides that, the needle was not returned for evaluation. In addition, the needle suture was visually inspected, and the swage and attachment area was noted to be as expected. The suture was examined along of the strand and the end was noted to be cut. A functional test was performed using instron equipment and the pull force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent an aortic by-pass procedure on (B)(6) 2025 and suture was used. During the procedure, before executing the aortic by-pass, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.